Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported that pump failed due to fill cannula drops. The customer reported blood glucose value of 358 mg/dl. The customer reported hyperglycemia treated with manual injection and emergency room visit. The customer experienced symptoms of vomiting and stomach pain. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of reported event and customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump also passed the tone test and vibration test during self test. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The change set reminder was activated on the pump and was set to 2 days. After 2 days of monitoring the pump, the pump alerted "set change reminder". The set chage reminder alert functions properly. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 31-mar-2025 of the dailytotal collection start time, the daily total of basal insulin delivered = 91250 (9.125 u) and daily total of bolus insulin delivered = 322500 (32.25 u) which is equal to the daily total of all insulin delivered = 413750 (41.375 u). Perform the history review 1 week prior to the event date 31-mar-2025 in the pump history file and found. 7 no delivery (7) alarms on (B)(6) 2025 (during bolus/basal), 2 lost sensor 1alert on (B)(6) 2025, 1 sensor signal not found (796) on (B)(6) 2025, 1 no delivery (7) alarm on (B)(6) 2025 (during bolus), 4 no delivery (7) alarms on (B)(6) 2025 (during bolus), and 3 lost sensor 1alert on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor signal not found alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. On a related svn (B)(4), perform the history review 2 days prior to the event date 03-apr-2025 in the pump history file and found 18 no delivery (7) alarms on (B)(6) 2025 (during bolus). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.2 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Alarm-device test failed not confirmed. Delivery anomaly-prime/fill anomaly not confirmed. Alarm-audio/vibrate anomaly/absence of alarm not confirmed (set chage reminder alert functions properly). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.